Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope albarran connection was loose. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found there was a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the elevator channel plug was loose, the scope connector was deformed, due to damage on the ultrasonic probe the displayed ultrasound image was defective with missing elements, the distal end was deformed, the adhesive on the bending section cover rubber had wear, due to wear of angle wire the bending angle in the down direction did not meet the standard value, and the channel tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event likely occurred due to wear and tear from the user handling the device. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.